Event description:
It was reported that after the implant procedure no pacing was discovered. The patient went back into the operating room and it was thought that there was blood or fluid on the pacemaker grove where the lead connects. The tip of the lead was cleaned and the lead was left in place. The patient left the operating room only to find the lead not pacing again. The patient was sent back to the operating room and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.